Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which was causing fast rates and high pacing rates. This was also due to non-physiologic intervals. The lead remains in use. No patient complications have been reported as a result of this event.